Manufacturer narrative:
The impella cp was returned for analysis. The data logs were not analysed as they do not pertain to the failure mode. Upon inspection of the impella there was an observation made of insufficient glue applied at the repositioning sheath. The lack of glue resulted in bond failure and allowed the sheath to move during the case support, and this resulted in the bleeding. When the manufacturing review was done no other complaints have been made against this lot of pump. The failure mode will be monitored and trended. (B)(4)

Event description:
A patient with cardiomyopathy was admitted to the hospital, and taken to the cardiac cath lab for implantation of the impella cp, for hemodynamic support. Upon insertion of the impella there was bleeding from the sheath hub. To control the bleed the patient received 2 units of blood and had a manual hold to the access site. The bleed was controlled and the patient was successfully supported.